Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 at 6:00 pm with blood glucose over 600 mg/dl customer feels ok to troubleshoot for high blood glucose reading. Customer was hospitalized because of falling from a horse. Customer current blood glucose reading was over 86 mg/dl. Customer blood glucose reading at the time of the incident was over 600 mg/dl. Customer had 51 mg/dl blood glucose reading after treating their high blood glucose reading with 20 units of insulin. Customer was 254 mg/dl in the emergency room. Customer treated their high blood glucose with insulin pump. The hospital name (B)(6) hosp. Customer was wearing the pump at time of hospitalization. Customer stated their blood glucose reading started on (B)(6) 2017. Customer did not have any symptom. Customer reported they have contacted their healthcare provider regarding the high blood glucose reading. Customer drive support was normal. Customer changed the set on (B)(6) 2017. Customer did not mention if the cannula was bent. Customer stated there were small air bubbles in the tubing. Customer did not perform high pressure test. Customer did not check insulin pump setting. Insulin pump will not be returning for analysis.